Event description:
The customer stated she was hospitalized due to hypoglycemia. The customer's blood glucose reading was 155 mg/dl at the time of the report. The customer stated that the display on the insulin pump was blank. After inserting a new battery, the display returned and the insulin pump resumed normal operation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.